Event description:
Device overheated and patient received a minor burn to their lip during a composite resin restoration procedure on tooth #26 and 27. Patient was under local anesthesia at the time of the injury. Patient is reported to have healed normally without need for additional medical treatment.